Manufacturer narrative:
A service engineer has been on site and started the investigation a supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator during pre-use check is failing the pressure transducer test. There was no patient involvement. (B)(4).